Event description:
It was reported that, oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Ra lead damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable.

Event description:
Ra lead damage was suspected by technical support but was not confirmed by the healthcare professional.